Manufacturer narrative:
Unit received with operating currents within specification. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The battery was removed from pump and monitored for 10 minutes. Unit unexpected alarmed pump error 68, 49 and 23 and pump error 75 during self test due to resistance issue at the connector. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with missing serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the device failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.